Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The batteries were replaced.

Event description:
The hospital reported that, during a case, the unit had a battery failure alarm. There was no reported patient injury.